Manufacturer narrative:
The probable root cause is due to an issue with the yaw searchlight assembly.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The reported 23008 error was confirmed and replicated. In logs, the 23008, p1=1 error was found indicating pot to encoder error fault on the axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed sensor check for yaw wiggle. During testing, the yaw searchlight assembly was aba tested and was verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 1 stopped working. The customer disabled arm 1 and continued with the case. A log review showed 23008 faults occurred against arm 1. There were no reports of patient injury.